Manufacturer narrative:
Citation: sarmiento-dickson d, sánchez-chica mc, shaik-polo g, velásquez-zora l, gonzález-lengua c. Conservative approach of ascending aortic dissection after transcatheter aortic valve replacement: a case report. Radiol case rep. 2024;19(12):6667-6670. Published 2024 oct 3. Doi:10.1016/j.radcr.2024.09.081 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transfemoral transcatheter aortic valve replacement (tavr) with a medtronic evolut fx system to treat severe aortic stenosis. In their account of the case, the authors noted that the pre-tavr workup found significant calcification of the ascending aorta and outer curvature. Then, during the tavr procedure, mild resistance was encountered while passing the evolut fx delivery catheter system through the ascending aorta outer curvature, but this was successfully managed with ¿changing angulation and mild forward push.¿ the remainder of the procedure was uneventful, and the patient was discharged home two days later. However, one week after tavr, the patient arrived at the emergency room with symptoms suggestive of pneumonia, so a chest computed tomography (CT) scan was performed and an aortic dissection was identified. The patient¿s heart team decided to proceed with conservative management via reversion of rivaroxaban with feiba, and tight blood pressure control in the intensive care unit (ICU) with close monitoring. As described by the authors, minimal changes in the aortic dissection were observed on seri al CT scans, with the patient being asymptomatic and maintaining appropriate blood pressures. Subsequently, the patient was discharged home after five days in the hospital and anticoagulation was held for a total of two weeks. Then, two weeks after resuming anti coagulation, the patient remained asymptomatic and a follow-up CT scan revealed a considerable increase in the aortic dissection, leading to the decision to discontinue anticoagulation indefinitely. The authors wrote that the patient continued strict blood pressure control. Ultimately, follow-up CT scans showed stable findings that later improved to a complete healing and resolution of the dissection after four months.